Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when the patient presented to clinic for regular follow up, low r-wave and increased threshold were observed. Lead dislodgement due to twiddlers syndrome was noted. The lead was explanted and replaced. The patient tolerated the procedure well.